Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required. A philips remote service engineer (rse) spoke to the customer was asked to verify that the external speaker was connected but they did not have control panel access and advised to call back. The customer did not callback and did not respond to any follow up attempts. The customer has been notified to contact philips for follow-up if needed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that they are unable to hear the audible alarms. The device was in use on a patient at time of event, there was no adverse event reported.